Event description:
Pt reported high blood glucose (>500mg/dl). They attempted to lower blood glucose by delivering a 7u bolus. Patient's spouse drove pt to the emergency room where pt was admitted for observation. Upon arrival, pt's blood glucose measured 468 mg/dl. No treatment for high blood glucose was received. Pt was released 3 hours later--blood glucose measured 238 mg/dl.